Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .5 - 3.5. On (B)(6) 2016: inratio inr = 1.7; lab inr = 2.7 patient estimates 2-3 hours between tests. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 388422a meets release criteria. The product performed as expected. A review of the batch records for the lot uncovered two relevant nc's. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Unable to determine a root cause from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.